Event description:
It was reported that a catheter was placed (B)(6) 2014. On (B)(6), 2 holes were noticed. Catheter was therefore removed and replaced.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexf2116 showed no other similar product complaints from these lot numbers.